Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch #a9898c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60s device was returned with the joint cover damaged and with four reloads present. The er60w reload (b) was received with no apparent damage fully fired. The er60b reload (c) was received with no apparent damage and unfired. The er60b reload (d) was received with no apparent damage and fully fired. The er60b reload (e) was received fully fired with the pan detached from the reload and the reload body damage. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Additional, a review of the manufacturing CT data for the stuck reload pan was performed which shows that the pan was in place and fully seated at the end of manufacturing. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. No conclusion could be reached as to what may have caused the joint cover to be damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9898c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the middle base of the reload stayed with the jaws of the stapler while unloading and got stuck. This made us unable to reload the stapler and have to pull new reload and stapler. There was no patient consequence reported. No additional information provided.